Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had coupling when trying to recharge the ins. They turned off the ins twice but the issue did not resolve. A wireless recharger was requested. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that the patient had reported their implantable neurostimulator (ins) had turned off twice because of difficulty coupling with the recharger. The patient believed that they were charging appropriately but were only getting 2-4 coupling squares. The patient has very high settings, so they were using more energy than what they were charging because of the coupling issues. The patient has needed a lot of assistance from their spouse with repositioning the antenna to improve coupling with little success. The coupling issue has not resolved/patient still has coupling problems. The patient has used double sided adhesive stickers, placed it on bare skin, and used shoulder harness. The patient's neurologist has requested the patient receive a wireless recharger (wr) to help ease charging process.